Event description:
It was reported that a 29mm 3300tfx valve in the aortic position, is under evaluation for a valve-in-valve procedure after an implant duration of 8 years, 7 months due to unknown reason. There is no report of early valve failure. There is no planned intervention yet.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including dyslipidemia.

Manufacturer narrative:
H10: additional manufacturer narrative: corrected: b2, updated: b4, b5, b7, g3, g6, h2, h6. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 29mm 3300tfx valve in the aortic position, is under evaluation for a valve-in-valve procedure after an implant duration of 8 years, 7 months due to severe central regurgitation. The patient presented with dyspnea on exertion, fatigue, and le edema. There is no report of early valve failure. The patient has not been scheduled for reintervention yet.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including dyslipidemia.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b2, b4, b5, g3, g6, h2, h6. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 29mm 3300tfx valve in the aortic position, underwent a valve-in-valve procedure after an implant duration of 8 years, 11 months due to severe central regurgitation. The patient presented with dyspnea on exertion, fatigue, and le edema. There is no report of early valve failure. The tavr was performed with a 29mm 9755rsl transcatheter valve.